Manufacturer narrative:
Investigation summary: a visual inspection revealed the short port silicon had ruptured. There were no detached pieces. A piece of the suture, about 1 inch long, appeared to be sticking out of the silicon. The device was bloody. Based upon the visual observations, the reported complaint "balloon ruptured" was confirmed. A lot history record review could not be performed, as the correct lot number could not be obtained. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon ruptured in btt (blunt tip trocar) port. A new kit was used to complete the procedure. There were no patient effects. The lot number is unavailable. The product was returned. A note was received with the product stating that the balloon burts with only 15-20 cc of air inflated in it.